Event description:
This pt had a right total knee in 2000 and has had increasing pain and swelling for some time. X-ray show loosening of the tibial component. Pt was admitted to this facility for a revision of the right total knee. All components were removed and replaced.